Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found a broken spring and spring holder on the rinse unit. He replaced the parts which appeared to have resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module after monthly maintenance was performed. Example 1 initial calcium result was 1.72 mmol/l and the repeat result was 2.42 mmol/l. Example 2 initial calcium result was 1.73 mmol/l and the repeat result was 2.48 mmol/l. Example 3 initial calcium result was 1.82 mmol/l and the repeat result was 2.19 mmol/l.